Manufacturer narrative:
Sections with additional information as of 13-nov-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value note: manufacturer contacted customer in a follow-up call on 09-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he required medical attention again on (B)(6) 2020. Customer was not feeling well while at work and had pressed his medical alert button. An ambulance was dispatched and customer was taken to the hospital. Customer's blood glucose test result when at the hospital was 24 mg/dl fasting. Customer was treated with IV fluids and peanut butter sandwiches, along with graham crackers and apple juice to bring his blood glucose up. Customer was not admitted and was discharged. Customer stated that his lantus was decreased to 45 units from 70 units and that his humalog decreased from 45 units to 25 units. Customer also stated that he has an appointment with his endocrinologist in a week.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 51 and 37 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2020, customer was at work, tested his blood sugar, and all he can remember is waking up with the paramedics over him. Customer's manager told him that he was slumped over and that they laid him on a bench. Customer was given a ham sandwich, a spoon of peanut butter, apple juice and some graham crackers and felt better. Customer does not recall what his blood sugar was when the paramedics got there. Prior to that incident (customer does not recall the date), his mother called the ambulance because he was shaking as if he was having a seizure. Customer was taken to the hospital and his blood sugar read 27 mg/dl fasting. Customer was kept overnight for observation and when he was discharged form the hospital the next day at around noon, his blood glucose was 222 mg/dl (customer did not disclose if fasting/non-fasting). Customer was not given any medication but was advised to follow up with his pcp. During the call, a blood test was performed by the customer fasting and produced test result of 146 mg/d) using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2021 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (customer was only able to provide two results stating he could not continue with the call): result 1: 51 mg/dl date: (B)(6) 2020 time: 8:23 pm fasting. Result 2: 37 mg/dl date: (B)(6) 2020 time: 5:45 pm fasting.